Event description:
Patient was in critical care unit (ccu) bed when a code blue was called. We were able to obtain return of spontaneous circulation (rosc), but a significant decrease in his hemoglobin was noted. Doctor ordered a blood transfusion. We were not able to get the units that had previously been ordered, so a cooler was ordered. The level I was set up to infuse the coolers of blood and the infusion rate was very slow. We changed sites and none of the sites the patient had worked any better, so we switched out the tubing set to see if it was related to the tubing. We also called one of the trauma educators over to check the set up and it was set up correctly. We then went to the operating room and borrowed their level 1 and took it to ccu. The one we borrowed from operating room worked properly, and we were able to infuse the coolers of blood that were ordered. Information requested by risk for report: smiths medical asd, inc. Level 1 device two chambers. Devices are not available for return.